Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2017. The patient does not specifically recall where they had inserted this sensor. They have stated to us that it would have been inserted in either their arm or their stomach. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.